Event description:
It was reported to philips that the battery for the device was not being recognized by the monitor and would no longer charge. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.